Manufacturer narrative:
This follow up report is being drafted to include the device history record(DHR) review and the following sections ,h4, h6 and h10. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. The probable cause of the spare lamp flashing and the main lamp failing to light is due to the use of a non-olympus designated lamp. The operator installed a non-designated lamp without observing or following the description in the instruction manual. As a result, malfunction of the spare and main lamp occurred. The instructions for use (IFU) states: never install a lamp that has not been approved by olympus. The use of a nonapproved lamp can cause damage to the light source and ancillary equipment, malfunction or a fire. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
During troubleshooting with olympus technical assistance center (tac), the customer mentioned replacing the main lamp prior to the spare lamp light flashing. The customer checked the IFU and it displayed that the emergency lamp indicator blinks. Subsequently, the customer immediately turned off the light source and unplugged the power cord from the main outlet as well as the power inlet. Tac suggested that the customer have the clv sent in for repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported the spare lamp light of an evis extera iii xenon light source is flashing. There was no patient involvement, no harm or user injury reported due to the event.